Event description:
It was reported that the patient underwent surgery to treat sui on (B)(6) 2008 was mesh placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 07/15/2016.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent sling removal of tvt sling on (B)(6) 2009 by dr. (B)(6), md due to mixed urinary incontinence.

Event description:
Details: it was reported that the patient underwent sling removal of tvt sling on (B)(6) 2009 by dr. (B)(6), md due to mixed urinary incontinence.

Manufacturer narrative:
It was reported that post implantation the patient experienced pain, erosion, infection, bleeding and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03428. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.